Event description:
A malfunction was reported on the pump by the customer. There was no adverse impact on the customer's blood glucose level. The customer will use mdi as backup therapy and tandem technical support arranged to send a replacement pump, providing instructions for storage mode and steps upon receiving the new pump. The customer was informed about the updated software and acknowledged receiving guidance on sensor use.